Event description:
During a cochlear implant the burr disintegrated with metal debris from the head splattering in the field. A second burr head of the same size was subsequently used, with it breaking off and it could not be retrieved.